Event description:
The customer reported that the transformer for her pump in style breast pump was breached and that she could see the inside of the transformer, which is a safety issue.

Manufacturer narrative:
A replacement power adapter was sent to the customer. The original product was received on 04/28/2015, however, as of the date of this report the product has not been evaluated. Should add'l info become available resulting in new, changed, or corrected info, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).